Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the last firing of the device the staples did not form at the fundus. A leak was detected. The case was completed by hand-sewing.

Manufacturer narrative:
(B)(4). The analysis found that the device was received in good visual condition and with two reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted to be nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. Area of staple line failure? Unk. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? Yes, gore. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No.